Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be a failed transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient reported a pairing failure. The sensor has been received for evaluation. An external visual inspection was performed and the sensor passed. No physical damage or abnormalities of the sensor pod were observed. The share log was reviewed and showed a pairing failure after a transmitter failure error was observed. The customer complaint of a pairing failure was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error. No additional patient or event information is available.